Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The deflation difficulties were unable to be replicated due to the balloon rupture. The difficulties removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and functional inspection and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during the procedure, a 4.0mm x 200mm x 150cm armada 14 balloon dilatation catheter (bdc) was advanced without resistance via femoral access to a moderately calcified lesion in the tight distal common femoral artery. While the armada 14 bdc balloon was inflated once to 8 atmospheres without issue, the balloon was unable to be deflated at all, despite attempt to inflate then deflate again. As the inflated armada 14 was unable to be removed from the vessel (due to deflation inability), a new puncture was made in the patient leg where the balloon was positioned and the balloon was intentionally ruptured through the patient leg; the armada 14 was then withdrawn from the anatomy without issue. No leaks and no kinks, cuts, or other device damage was noted. Lesion dilatation was considered completed. Though there were no adverse patient sequelae, this issue caused a delay that could have potentially resulted in a clinically significant patient impact. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.